Event description:
Related manufacturer reference number: 3006705815-2022-00829. It was reported one of the patients leads is displaying high impedances following a fall. Surgical intervention may be pending to address the issue. It is unknown which lead is affected so both are reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported surgical intervention was undertaken wherein the affected lead sn (B)(6) was explanted and replaced to address the issue.